Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. A portion of the percutaneous lead that was removed during the repair will be returned to the MFR for evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has large sections of the percutaneous lead silicone jacket that is damaged. An external percutaneous lead replacement was requested before the condition worsens and possible emergent issues with pump stoppage. The lead was secured with rescue tape. On (B)(6) 2014 the MFR performed a percutaneous lead distal end replacement per request.